Event description:
The customer states that: "when they do fluoroscopy with the pedal or command the equipment freezes".

Manufacturer narrative:
(B)(4). This problem is still under investigation. The follow-up report will be sent by 05/13/2011.